Manufacturer narrative:
It is noted patient code is applicable to the event.

Event description:
The consumer reported an uncomfortable, stinging stimulation sensation at the lead site when laying down on her side in bed. The patient was on program 3 at .40 and generally would not feel stimulation. The therapy was confirmed to be on. The patient had fallen on her right side where the implant was located the day before the stinging sensation at the lead site began. The sensation was related to positional movements--it occurred when the patient laid in bed. This was considered a sudden change in therapy/symptoms that began (B)(6) 2015. It was noted the patient had experienced tremors throughout her entire body for the last 2-3 months and was wondering if the interstim could cause it. The patient's indication for use was interstim-other.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0ur75, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported an uncomfortable, stinging stimulation sensation at the lead site when laying down on her side in bed. The patient was on program 3 at .40 and generally would not feel stimulation. The therapy was confirmed to be on. The patient had fallen on her right side where the implant was located the day before the stinging sensation at the lead site began. The sensation was related to positional movements--it occurred when the patient laid in bed. This was considered a sudden change in therapy/symptoms that began (B)(6) 2015. The patient's indication for use was interstim-other.